Event description:
It was reported that the patient had symptoms of altered mental status. The patient was an in-patient at that time. Surgical intervention was performed and the physician found a catheter break and disconnect at the pump connector. The physician revised the pump connector; added a new connector piece, and the catheter was then primed in the post anesthesia care unit (pacu) that day. The issue was resolved and the cause of the issue was due to a disconnect. The patient status at the time of the report was alive with no injury. The pump system was being used to infuse baclofen (unknown). No outcome was reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8711, serial # (B)(4), implanted: (B)(6) 2001, product type catheter. (B)(4).